Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off and another one came loose from the tubing. Moreover, there was no damage to the infusion sets when the package was first opened. Reportedly, she replaced her infusion set and insulin was resumed insulin successfully. No further information available.